Event description:
It was reported that during the meniscus repair surgery, it was found that t1 could not be deployed. There was a backup device available to complete the procedure with a significant delay (> 30 min -1 hour). No patient injuries reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.